Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The standby mode cannot occur without human intervention. The root cause could not be clearly determined but due to the inability to reproduce the issue the most probable cause is an unintentionally user error. In consequence the ventilator was shipped to hamilton medical for investigation and four parts were preventively replaced (without confirmed malfunction). There was potentially a patient harm due to low oxygen saturation. The complaint is deemed to be reportable.

Event description:
Ventilator was observed going into standby mode during ventilation with no input from staff. See attached incident reports from users and staff.